Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 258 mg/dl (left hand), 129 mg/dl (right hand). Tests were done 20 minutes apart. Patient did not experience any adverse events. No further information has been reported.